Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider (hcp), clinical study) regarding a patient who was receiving dilaudid (hydromorphone) (5 mg at .99966 mg/day), bupivacaine (20 mg at 3.99863 mg/day), and clonidine (400 mcg at 79.97252 mcg/day) via an implantable pump for unknown indications for use. It was reported that during a pump refill on (B)(6) 2020, a reservoir volume discrepancy was noted where the interrogated reservoir volume (irv) was 22ml and the actual reservoir volume (arv) was 19ml.  There was no associated signs or symptoms.  No further diagnostics or interventions were performed/no action was taken.  The outcome of the event was unresolved with no further action planned.  The device diagnosis was pump reservoir volume discrepancy.  The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related.  The event date was (B)(6) 2020.  No further complications were reported/anticipated.